Event description:
It was reported by the patient's family member to the manufacturer's employee that the patient was told by the cardiologist that the pacemaker's battery was "failing at two years post implant." The patient was also told that this would require closer follow up. No further information was obtainable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.